Event description:
It was reported that t-wave oversensing (twos) post ventricular pace and loss of capture have been observed on the right ventricular (rv) lead. It was further reported that the additional presence of far-field r-wave oversensing and a rate too consistent to be considered ectopy causes an right atrial (ra) lead dislodgement to be suspected. Programming changes had been made previously to address the twos and far-field oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, date of implant (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.